Event description:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided. Information learned from implant patient registry. In 2009 per the surgeon, the explant was due to mitral insufficiency. It was also noted that the device is not available for return.

Manufacturer narrative:
Device not returned.